Event description:
It was reported that during a retrospective review of device data it was identified that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inappropriate shocks due to supraventricular tachycardia. No other information was provided. At this time, this device remains in service. No adverse patient effects were reported.